Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 06/07/2016, it was reported that the keypad buttons were under responsive. The customer alleged that the up, down and ok and contrast buttons were under responsive to user presses. The customer also alleged that there was moisture located in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Previous supplemental was inadvertently marked as follow up number 3 and it should have been follow up number 1. Additionally, the date of submission was noted as 07/26/2016; it should have been 07/27/2016.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #1: date of submission 07/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the keypad was found to be undamaged with all buttons responsive. There were no contaminants found under the keypad contacts after opening the keypad. Moisture damage was found on the keypad flex connector, after opening the pump. During investigation, moisture damage was observed in the battery compartment. A cracked battery compartment from threads above the grip pad, and below grip pad to case seal was also found. A leak test failed due to a leak in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.